Event description:
Approximately three months post heartware lvad implantation, the site reported that the patient was experiencing power disconnect and pump stop alarms (controller power loss/pump stop-start) with his controller. The vad coordinator was able to recreate the alarm. The battery and controller were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The controller and battery were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the devices met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.